Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), four years and two months after the implant of a 23mm sapien xt valve in the aortic position, echo detected an insufficiency.  A 23mm sapien 3 valve was deployed within the existing 23mm sapien xt valve with good results.  The patient condition was note to be ¿fine¿ post procedure.

Manufacturer narrative:
The valve was not returned to edward lifesciences for evaluation as it remains implanted. Multiple attempts were made to obtain additional case information, however, the information was not forthcoming. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late regurgitation is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the aortic insufficiency noted on echo 4 years after implant of the xt valve cannot be determined based on the limited information provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.